Event description:
It is reported that: the pt complains of pain on the top, side and going towards the back of his right leg. The pain began in (B)(6) 2012 and is constant. The pt is on pain medication and is undergoing physical therapy. The pt consulted with his surgeon on (B)(6) 2012. The pt has taken blood test and x-rays. His cobalt level was 4.4. The surgeon recommends monitoring him with f/u testing in three months. The implant surgery was performed in (B)(6) hosp which is now (B)(6) medical center.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Device info has not been provided at this time. Info received from the pt indicated that reported device may be either rejuvenate or abgii. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.